Event description:
The customer states that a false negative axsym hiv 1/2 go result was generated on a pt sample. Initial testing in generated a negative result of 0.36 s/co. The same sample was retested the following day yielding a reactive result of 33.25 s/co. No impact to pt management was reported.